Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface pcb was evaluated and replaced. The emergency fast stop switch connections were evaluated, cleaned and reseated. The system was tested and found to be working as intended and put back into service.